Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Treatment included cefmetazole, ceftizoxime, aztreonam, and teicoplanin. They were given through intraperitoneal administration. Fourteen days later, the subject recovered and was discharged from the hospital.